Manufacturer narrative:
Eval completed. The assembly was returned in a large red biohazard bag along with the (B)(4) pack label from lot u9781. The assembly was all tangled and wadded up together. There was solution visible in the line and collection cassette. The vitreous cutter tubing had been cut off the assembly. The 25ga cutter was lying loose in bottom of the biohazard bag. The tip protector was not returned. The cutter was bent approx. 20-30 degrees. The back cap was aligned correctly with the vent holes in the sides of the cutter body. A functional test could not be performed due to the cut tubing. The customer also returned eight unopened packs from lot u9781. A functional test was performed and all eight assemblies had good clean cuts at various cut rates and aspirated as required. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Report 2 of 2. See report #1920664-2013-00091.

Event description:
The user facility reported the vitreous cutter stopped during the procedure. The surgeon felt he was not getting the correct aspiration. The cutter was on and off; therefore, he had to back off the pedal to re-engage the cutter. There was no patient injury.